Event description:
Medtronic received information that this bioprosthetic valve, implanted 22 months, was explanted due to a high gradient.

Manufacturer narrative:
Evaluation method code: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion code: cause of event attributed to a patient related condition. Analysis: upon receipt at medtronic's quality laboratory, all stent posts were slightly distorted; the left right stent post was bent outward while the other two appeared bent inward. The distortion appears to have occurred during implant. All leaflets were in the closed position and were stiff due to thrombotic appearing host tissue on the outflow. A remnant of pannus remained attached to the inflow of the non-coronary cusp along the sewing ring, over the tissue and base stitching extending 1 to 2 mm onto the cusp, possibly reducing the inflow orifice area. Coagulated blood lined, tan, thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. All commissures were intact. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.